Event description:
This report is to advice of a fracture noted during analysis.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 2 no longer met specifications for optical properties, and a thermocouple signal loss error and no contact force were displayed when the returned device was connected to the tactisys quartz unit. In addition, the deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed error message. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fiber 2 and the deformable body thermocouple (tc2) were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.